Event description:
It was reported that the lesion was an eccentric stricture with mild calcification. The lesion was located in the bifurcation of the proximal lad and the proximal lcx. The vessel tortuosity to the lesion was moderate. The lesion to the side of lcx was cut three times at 10 psi. The flexi-cut was removed from the body for cleaning and placed at the same position again. While the lesion was being cut at 40 psi, the cutting torque cable (ctc) fractured. It was reported that a lot of force was applied on the ctc for debulking the lesion to the side of lcx. After the flexi-cut was withdrawn from the pt's body, the coronary spasmed and then a closure occurred. Another co's stent was immediately deployed without pre-dilatation.